Event description:
Procedure: vats lobectomy. According to the reporter: shortly before the end of the surgery three magazines 60-4.8 were used. The first could be fired properly and the parenchym tissue was cut. The second magazine closed on tissue at the end of the previous staple line and fired. But only half of the staples were released properly and closed. The residual staples stuck open in the tissue and fell into the situs. There was bleeding from a vein in the parenchym tissue. The incision was extended and the bleeding was stopped per hand and overswitching. The third magazine 45, 4.8 was fired and showed a proper formation. Person jeopardized, operating time extended by about 20 minutes, no blood loss, extension of incision by more than 1 inch, change from endoscopical to open surgery. Tacks fell into the pt's cavity and had to be retrieved. No reinforcement material was used.

Manufacturer narrative:
(B)(4).